Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 406 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated that their health care professional increased their insulin rates and they were corrected during the hospitalization. Troubleshooting was not completed as the customer declined. The customer was having issues with pump priming and was assisted with completing the process. The insulin pump will not be returned for analysis.